Manufacturer narrative:
Corrected data: age and weight. The user facility report #(B)(4) is attached to this submission. Manufacturer's investigation conclusion: the evaluation of the returned portion of the outflow graft confirmed the report of an outflow graft occlusion. Review of the submitted event log file data confirmed the reported persistent low flow hazard alarms on 02jun2018 associated with calculated pump flow values ranging from 2.2-2.4 lpm. The periodic log files contained data from 22may2018 ¿ 02jun2018 and revealed that the calculated average flow remained overall stable in the range of 3.5-4.5 lpm until 29may2018, when flow began to trend downward. Despite the low flow condition, the actual motor speed remained above the low speed limit for the duration of the log file data. The outflow graft conduit was returned with approximately 7 inches of outflow graft material with the outflow graft bend relief disengaged from the graft adapter, exposing approximately one half inch of the graft material at the proximal end. Visual inspection of the sealed outflow graft revealed minor compressions at the proximal end of the graft material near the attachment hardware consistent with a counter-clockwise twist. The majority of the graft exterior beneath the bend relief showed a normal accumulation of biological material; however, a larger accumulation of tissue was noted within the bend relief in the location of the outflow graft compressions, suggesting that the graft distortion was present for an undetermined amount of time while the pump was supporting the patient. Visual inspection of the graft around the distorted area found no tears or holes. Examination of the textured blood-contacting surface of the graft adapter as well as the lumen of the outflow graft material revealed no evidence of depositions or thrombus formations, including in the area of distortion. Although the evaluation could not determine a specific cause for the outflow graft distortion or a duration of time for which it was present, the graft distortion could have contributed to a decrease in blood flow through the device and resulting low flow alarms confirmed through the submitted log file data. The patient remains on lvad support with no further issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a user facility report uf report# (B)(4) for this event was received on 13aug2018 stating: "the patient presented to out ed with persistent low flow alarms. The low flow alarms would not resolve with increasing fluid intake. The patient went to or where it was visually confirmed that the outflow graft was twisting, occluding the flow of the lvad. The surgeon was able to leave the pump in and only replace the outflow graft."

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). One year, 6 days. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since (B)(6) 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, flows averaged at 2.5 l/min and did not change when speed was increased from 5600 rpm to 5800 rpm and then increased further to 6000 rpm. During the event patient's lactate dehydrogenase (ldh) was 400 u/l and patient was hemodynamically stable. A CT scan confirmed outflow graft twist and obstruction. On (B)(6) 2018, patient underwent an outflow graft replacement via graft to graft anastamosis. The lvad was restated and flows improved. The outflow graft was returned for evaluation. No further information was provided.